Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent revision surgery on (B)(6) 2017, to excise the excess skin and place a longer abutment.